Event description:
On 04/08/2025, it was reported by a sales representative via email that an ar-8943dr-04 locking distal fibula plate was not able to lock the screws into some of the 2.7 holes. An x-ray was taken of the plate where the screws were not locking in, and different lengths were tested. Upon reviewing the plates after the case, they found that the screws did not lock into five plates. This was discovered during an orif ankle procedure on (B)(6) 2025. Additional information has been requested.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
Additional information received on 5/16/2025: the case was successfully completed without placing a screw in the designated hole of the plate. The procedure experienced a brief delay of three to five minutes, with anesthesia administered to account for the additional time. No components broke inside the patient. The patient is currently doing well and has experienced no negative effects during or after the procedure.

Manufacturer narrative:
Additional information: b5, h3, h6.

Event description:
Additional information received on 6/26/2025: during the procedure, one ar-8943dr-04 plate from lot number 105642439 was attempted for use and remains successfully implanted in the patient. Several screws were attempted to be used with the plate and failed; however, the part number information is incomplete (ar-8827cl), and the lot numbers are unavailable due to prior record loss. The exact quantity and sizes of the failed screws could not be verified at this time. For the procedure, the bone was prepared using a 2.0 drill bit, and a locking tower was utilized for the 2.7 mm screws. The technique was not performed freehand.

Manufacturer narrative:
Additional information: b5, g3, h3, h6. The complaint device was not received for evaluation. Based on the available information, which may include the device (if returned), photographs, videos, event descriptions, and any additional field data, arthrex concluded that the most likely cause of the reported failure was user error. The complaint is confirmed based on the x-rays provided by the customer, which indicate the absence of a screw in one of the plate holes.